Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, monopolar curved scissors was not orienting in correct way. The procedure was completed with no reported injury. Intuitive followed up but there was no additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was returned and an in-house tip accessory was installed on the instrument. The instrument was then tested on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.43mm x 2.11 in size.

Event description:
Refer to h11 for follow-up information.